Event description:
The surgeon revised a failed exeter / contemporary cup. The surgeon reported a shattered femoral head and a very worn femoral trunnion. Update- one year follow up x-ray showed a ceramic head fracture.

Manufacturer narrative:
An event regarding wear involving an exeter stem was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted exeter stem with biological matter attached. From the photographs provided there is evidence that the device is damaged. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: {...} x-rays confirm the ceramic head fracture with substantial secondary damage to the trunnion. Component position is very adequate including the cup. Bone grafting had been performed for a central protrusion but the result was excellent regarding anatomic reconstruction and as such plays no role in the failure scenario. Also otherwise no indications or evidence for an overload condition potentially contributing to the event. Cup malposition frequently plays a role in this type of failure but apparently does not apply to this case. As such can unfortunately no exact cause of failure be established based upon current information. High activity level of the patient is not usually a cause of ceramic head fracture with poly cup bearings. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon revised a failed exeter / contemporary cup. The surgeon reported a shattered femoral head and a very worn femoral trunnion. Update- one year follow up x-ray showed a ceramic head fracture.